Manufacturer narrative:
The fire investigator indicated that the oxygen concentrator likely did not start the fire. The unit was heavily damaged from the fire. The home owner said the unit was not turned on and had not been used since (B)(6) 2016 when the patient moved out of the house. They do not believe that the concentrator was plugged into the wall. The unit was too badly burned to be examined.

Event description:
The company was notified on (B)(6) 2016 of a fire that occurred involving a visionaire unit. The event was described as follows: "at the time of the fire, it is believed that an oxygen concentrator with a humidifier bottle was operating. When the fire was ignited, there was no one in the bedroom, as [the patient] was not staying at the residence that evening. The fire was witnessed to have occurred in the bedroom where the oxygen concentrator was located."

Event description:
The company was notified on august 30, 2016 of a fire that occurred involving a visionaire unit. The event was desvribed as follows: "at the time of the fire, it is believed that an oxygen concentrator with a humidifier bottle was operating. When the fire was ignited, there was no one in the bedroom, as [the patient] was not staying at the residence that evening. The fire was witnessed to have occurred in the bedroom where the oxygen concentrator was located."